Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarm noted. Insulin pump had misnor scratches on display window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
Customer reported a button error alarm. Customer is advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.